Event description:
Healthcare professional reported injecting a patient in the lips and perioral with 0.75 ml of skinvive¿ by juvéderm®. A month later, the patient received microneedling and was treated with botox® a week later. During this time, the patient experienced a non-device related ¿infection¿ in the upper respiratory tract that left the skinvive¿ by juvéderm® injection sites untouched. A month later, the patient later noticed ¿small nodules¿ in the lower lip, with further ¿nodules¿ in the area of the orienteering with one nodule laterally each 4 days later. Two weeks later, the patient was examined and ¿palpable, painful hardening¿ was found laterally of the right and left upper lip (round and approximately 0.2 x 0.2 cm) and lower lip ¿hardening¿ and ¿long soft nodule¿ (round, painful, approximately 0.2 x 0.2 cm and 0.6 cm). The nodules described as ¿edematous, painful, hardening,¿ with the hardening possibly being ¿granulomas¿ or ¿sialadenitis.¿ the patient was instructed to increase water consumption to 2.5 ¿ 3 l/d, light local massage to empty the saliva glands, and consume acidic foods/drinks to stimulate saliva production. Event was ongoing.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.